Manufacturer narrative:
The lot was manufactured between october 17, 2017 - october 18, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking at the bladder. The leak was observed during patient infusion of unspecified medication. There was no patient injury or medical intervention associated with this event. No additional information is available.